Event description:
The customer reported that the green connectors on the rbg cable is going bad and required replacement. The default was noted during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device will not be sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 19-nov-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record (DHR) was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the image on the monitor disappearing could not be identified. However, it is likely the cause is related to one of the green connectors on the mh-984 rgb cable going bad. Olympus will continue to monitor field performance for this device.